Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device's battery had expired and could not be recharged. Remote support from the customer care solution center was received, during which the customer confirmed the battery was expired and could not be recharged. The battery was discontinued and therefore, the customer was unable to order a replacement battery. Based on the information available, the cause of the reported problem was the battery. The reported problem was confirmed. The customer was informed that the defective battery could not be ordered at this time due to being discontinued. The investigation concludes that no further action is required at this time. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the battery failed. No patient involvement reported at this time.